Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 600 mg/dl and other value was 209 mg/dl. Customer also reported motor errors. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does alleged that insulin pump was under delivering due to motor error. The insulin pump and reservoir will be returned for analysis.